Event description:
It was reported that this implantable cardioverter defibrillator (ICD) went from a battery status of one year remaining to elective replacement indicator (eri) five months later. The device battery was suspected to be depleting prematurely. A device replacement procedure was scheduled for a future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The device was retained by the hospital and remains in hospital possession at this time. If the product is returned, analysis will be performed and this report would be updated at that time.